Manufacturer narrative:
According to results of the investigation there was a database corruption that may be due to a device reboot after an improper shut down. The improper shut down root could not be determined, it may be due to a power loss or a system crash.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during testing performed during device maintenance, the user noticed that it was impossible to connect to the robot, an error message was displayed by the device.